Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Evidence for the reported problem "downstream occlusion" was found through the event history log review by the presence of "downstream occlusion!" On the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. The reported condition could not be verified as evaluation did not properly assess for the reported condition of downstream occlusion. At the time of evaluation, the additional customer allegation was not available to the evaluator. There were no incidental findings related to the customer allegation. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.